Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that troubleshooting was needed for an impedance issue. Impedance testing was done and the only value that was out of range was pair 01 at 35 ohms. The patient was about to get scanned and the manufacturing representative (rep) needed to notify the magnetic resonance imaging (MRI) facility of the issue. There were no reported symptoms. After follow-up with the rep, it was unknown if the MRI was being conducted to diagnose a problem with the stimulator. The patient ended up getting a CT scan per the health care professional's (hcp) prescription. The reason for the scan was unknown. The rep used the clinician programmer to check the impedance. There were no actions taken yet to resolve the low impedance issue. It was unknown at the time if revision surgery was necessary as therapy was not impacted by the impedance issue. The cause of the low impedance was unknown. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.